Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter device removed due to inguinal pain. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.